Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the users were unable to log in to the station, and the screen remained blank. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had unable to log in to the station and screen remains blank. A technical support specialist (tss) checked the remote support service device and confirmed it was online. The tss asked customer to unplug and re-plug the power cable, and the station came back online after the power reset. The customer was instructed to test logging in, and the login was successful. The customer confirmed the issue was resolved during the call, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.